Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm prograsp forceps instrument's wire was out. The instrument was not grasping. No fragments fell into the patient. The procedure was completed with no reported injury. On 04/23/2025, intuitive surgical, inc. (Isi) received user facility report stating: wire came out of the prograsp. Instrument not grabbing. A new instrument was brought in to complete the procedure.